Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a libre 3+ sensor, with a highest continuous glucose monitor (cgm) reading of 218 mg/dl and a glucometer confirmation of 212 mg/dl for approximately two hours, after the user ran out of insulin and did not replace it when prompted, preventing a dinner announcement; the infusion set was an inset placed on the abdomen and no device component issue was identified. Symptoms included hyperglycemia and dry mouth. Outcomes included a minor illness or impairment without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.